Manufacturer narrative:
(B) (4): evaluation, results: (gi bleed).

Event description:
One endeavor rx drug-eluting stent was implanted at the mid lcx, due to instent restenosis. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up. A spontaneous gi bleed is reported to have occurred approximately 9 months following index procedure. Event caused or extended existing hospitalization. Patient displayed silent ischemia at 1 year follow up. Investigator indicated that event was not related to the study stent.